Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history records (drh) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Samples are not expected to be returned for evaluation. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A technician reported a corneal abrasion two weeks post bilateral (prk) photorefractive keratectomy. A bandage contact lens was placed on the eye. Patient was placed on oral antiviral, antiviral opthalmic gel, antibiotic drop and steroid drop. Patient is slowly healing. There are two medical device reports associated with this event. This report references the right eye.